Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, which visually appeared negative. The immucor employee visiting the customer site reported the event.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported an unexpected negative antibody identification when using capture-r ready-ID extend ii when used on a galileo echo instrument.